Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set was damaged. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed at it was noted that the tubing was cut and flattened, and showed traces of the sealing machine leading to the leak. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.